Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer received a 114 mg/dl result on the advantage system while the customer was sweating and confused. Reporter stated that she called the emts, who arrived in 15 minutes, obtained a 48 mg/dl on their system and treated the customer with an unspecified substance intravenously. Reporter stated the customer was taken to the hospital and also treated there, but she could not specify how so. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.